Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the uti was urinary retention but that they were prior to the implant and not related to the patient's therapy and device. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had bladder spasms and pain. Health care professional reported the patient's device was reprogrammed and the uti was treated. It was reported that the symptoms had been resolved and that the patient has a medical condition beyond the scope of medtronic and their device. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.